Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a meal announcement the process stopped with an ¿unable to proceed¿ message, after which the user experienced sustained hyperglycemia peaking at 306 mg/dl; insulin was observed dripping from the tubing and the user later elected to administer subcutaneous insulin by pen after being advised to change supplies and to disconnect from the pump for at least two hours if giving a manual injection. Symptoms included hyperglycemia without loss of consciousness, dizziness, or ketoacidosis. Outcomes included no medical intervention, no assistance from others, no alerts reported, and no hospitalization. Investigation included troubleshooting and user education regarding possible causes of the alert, supply assessment, and recommendations to replace the infusion set and monitor for further issues. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected infusion delivery issue consistent with insulin leakage from tubing, though no specific component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.